Event description:
It was reported to philips that the system's flexvision monitor was unable to display live images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was aborted, and patient was moved to another room. It was reported philips that the system's flexvision monitor was unable to display live images. The review of system log files showed malfunction with the flexvision pc. Upon troubleshooting, the philips field service engineer (fse) found that there was no power in the flexvision pc. The supplier's part analysis has conclusively determined that the cause of the flexvision pc failure was due to power failure. To resolve the issue, the fse replaced flexvision pc, reloaded the software, restored backup and verified video sources, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The health impact code was corrected.